Event description:
Customer reported the patient did not receive sedation and inotropes because fluid leaked from the trifurcation area on the extension set. The patient had symptoms of decreased sedation and required increased medication. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. This issue is subject of FDA field corrective action issued (B)(4)2014.